Event description:
It was reported an access port was placed for chemotherapy administration and had been implanted for approximately one year. During a golf game, the pt experienced arrhythmia. The pt was transported to the hosp where a chest x-ray was performed which revealed the catheter had fractured and migrated to the pulmonary artery. Percutaneous retrieval of the detached catheter with a snare, via the femoral approach, was successful and without pt complication. As treatment had been complete 6 months prior to this event, the port was also removed at that time. The pt's condition is good. This device has not been received for eval. Therefore, no failure analysis is available. The company's follow up indicated this occurred during a game of golf. Additionally, the pt had received physical therapy earlier in the day, which involved extending the arms over head. The company believes pt anatomy may have contributed to this event. However, the company is unable to determine the exact cause for this event. The company's directions for use outline appropriate placement, access and maintenance procedures.